Event description:
It was reported that the patient had shown unspecified symptoms of underdosage and the patient's pain level had increased. The amount of unspecified medication in the pump was more than expected. The pump was replaced. A myelogram of the catheter showed it was fine with no kinking etc; the date of the myelogram was not reported. The patient outcome was reported as "ok".

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete.